Manufacturer narrative:
Gore® excluder® iliac branch endoprosthesis, hgb161207, lot# 18104194, UDI: (B)(4), is being reported separately. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Additionally it states, the device has not been evaluated for use in the revision of previously placed stent grafts.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient was undergoing a reintervention to reline a cook zenith limb due to disease progression, resulting in a type 1b endoleak. A gore® excluder® iliac branch endoprosthesis was implanted in the gate of the cook device. Then a gore® excluder® aaa endoprosthesis was utilized to extend from the iliac branch component into the external iliac artery with an estimated 3cm of overlap between these devices. Following deployment, a coda balloon was advanced and inflated. However, during ballooning, there appeared to be some movement of the overlap of the two components with reduction of the overlap, but it was not seen as significant. On (B)(6) 2018 a follow-up cta revealed further reduction of the overlap between the gore® excluder® iliac branch endoprosthesis and the gore® excluder® aaa endoprosthesis. A reintervention took place to treat this type iii endoleak whereby an additional gore® excluder® aaa endoprosthesis was positioned and deployed. A coda balloon was inflated within the device and the final angio run showed resolution of the type iii endoleak.